Manufacturer narrative:
The patient has a history of driveline infection that led to a device exchange which is covered under MFR # 2916596-2017-01395 and MFR # 2916596-2018-00881. Manufacturer investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during a clinic visit, drainage and odor were noted at the patient's driveline exit site. A culture of the drainage came back positive for corynebacterium amycolatum. The patient was treated as an outpatient with intravenous daptomycin and ceftriaxone. As of (B)(6) 2021, the patient was on chronic antibiotics and continued to be monitored on an outpatient basis. The clinician did not expect the infection to resolve, and the plan of care was to continue to manage and monitor the patient in an outpatient setting on antibiotics.